Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. It is considered that drift of flow sensor was detected for some impact after the power was turned off, and as a result, the reported issue occurred. The device's flow sensor was replaced to prevent recurrence.